Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the video cable is broken and therefore the image is green, the odu plug of the charged coupled device section has corrosion, and the odu plug (video cable) of the video cable section has corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a striped image. The issue was found during a therapeutic procedure. The procedure was completed successfully. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device displayed a green image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.updated fields: b5.

Event description:
There was no delay, and the intended procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a CAPA was initiated with comprehensive cause analysis for the event ¿green image¿. As part of this change, the manufacturing process regarding the soldered joints between cable and odu plug was improved. There are no further countermeasures necessary because the associated risk is acceptable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.